Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet replacement pump exhibited delayed touchscreen responsiveness, requiring multiple minutes of attempts before registering touch input, leading to shipment of another replacement while the user planned to return both devices. Symptoms included none reported. Outcomes included no alarms and no medical interventions or hospitalizations. The investigation included internal complaint review and replacement processing. Investigation of this device revealed a user-interface performance issue consistent with a screen responsiveness malfunction on the pump assembly, with no associated alert behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction associated with the touchscreen interface.